Event description:
Caller reported patient blood glucose results of lo, which on the accutrend system indicates a result less than 20 mg/dl, and 109 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Manufacturer narrative:
This medwatch is for accutrend system. (B) (4) - it was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address infection.